Event description:
A malfunction on a customer's pump was reported. Customer's blood glucose level was "high", although the exact value was unknown. The customer managed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Tandem technical support arranged for a replacement pump to be sent to the customer. The customer was informed about returning the defective pump and the necessary steps to prepare it for return and confirmed understanding the procedures involved.